Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : if other specify, imdrf annex a, b, c, d and g codes. H3 other text : customer provided sample photo only. No device was returned.

Event description:
It was reported by the customer that the device had an air in line sensor issue. As the air got to the sensor, it did not detect the air until a considerable amount went by and almost got to the patient's infusion site. It was later discovered that the issue was caused by the bottles not being vented properly. There was patient involvement and no reported harm.

Event description:
It was reported by the customer that the device had an air in line sensor issue. As the air got to the sensor, it did not detect the air until a considerable amount went by and almost got to the patient's infusion site. It was later discovered that the issue was caused by the bottles not being vented properly. There was patient involvement and no reported harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device evaluated by MFR: device was not returned to manufacturing facility.